Event description:
It was reported that the customer had high blood glucose levels of 31 mmol/l. The customer treated with manual insulin injections. It was reported that the serter for the insulin was not releasing the cannula for the infusion set properly. The customer reported a bent cannula on the infusion set of the insulin pump. The customer was advised on the proper methods if inserting the infusion set. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.